Manufacturer narrative:
Submit date: 04/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter (uvc).the customer reports that the catheter was leaking where the catheter joins the connector piece. The customer further reports that biotane was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and was not difficult to secure. The uvc was secured with tegaderm dressing. The uvc was inserted (B)(6)2016 in the umbilical artery. The uvc was in continuous infusion, only flushed / given with syringe driver. The cord was cleaned with surgical spirits; the device was not cleaned. The uvc was removed (B)(6) 2016 and was not replaced. The patient is on o2 in unit.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.